Event description:
The customer reported to olympus, the flex deflectable videoscope error code b30 (scope error) occurred, no video is displayed. The issue was found during inspection in preparation for use of a therapeutic transabdominal pre-peritoneal (tapp) procedure. The start of the procedure was delayed about 15 minutes due to monitor replacement and camera replacement, which prolonged general anesthesia. There were no reports of patient harm. The procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed due to damage on the charged coupled device unit. In addition the following findings were discovered; an e216 scope communication error occurred, the adhesive on bending section cover had a chip, the switch one was damaged, the switches one, two and three had discoloration, the video connector case had a crack, and the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components of the electric board due to use stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.